Manufacturer narrative:
Investigation results: a wallflex biliary stent and delivery was returned for analysis. The stent was returned partially deployed. A visual examination of the device found that the stent detached from the stent holder and the outer sheath was curved and accordioned. Functional analysis found that it was possible to manually deploy the rest of the stent. No other issues were noted with the device. The investigation concluded that the noted damages to the returned device were consistent with excessive force during usage. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex fully covered biliary rmv stent was to be used in the upper bile duct during a stent placement procedure performed on (B)(6) 2016. The indication for the stent placement was due to a bile duct stenosis. During the procedure, the physician attempted to deploy the wallflex biliary stent; however, once the stent was partially deployed the stent was no longer able to be released. The partially deployed stent was removed from the patient and the catheter was noted to be buckled. The procedure was completed with another wallflex fully covered biliary rmv stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered biliary rmv stent was to be used in the upper bile duct during a stent placement procedure performed on (B)(6) 2016. The indication for the stent placement was due to a bile duct stenosis. During the procedure, the physician attempted to deploy the wallflex biliary stent; however, once the stent was partially deployed the stent was no longer able to be released. The partially deployed stent was removed from the patient and the catheter was noted to be buckled. The procedure was completed with another wallflex fully covered biliary rmv stent. There were no patient complications reported as a result of this event.